Manufacturer narrative:
Combination product: yes. -

Event description:
It was reported that nst episode appearing to be noise was observed on home monitoring. Patient was seen in clinic to arrange new lead. The device was reprogrammed, and the lead remains active.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between january 23, 2024 and september 18, 2024 recorded the stable pacing impedance around 500 ohms and the stable shock impedance around 75 ohms. The short interval counter showed multiple increases to 250 in august and september 2024. The analysis of the provided iegm episodes no 121 from september 07, 2024, no. 122 from september 08, 2024 and no. 123 from september 09, 2024 revealed artifacts on the rv channel, which led to oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.